Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a discolored patient cable and a crack near the battery latch of the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned to the european distribution center for analysis. During visual inspection, the patient cable was found to be discolored and a crack in the housing was found. The mpu was functionally tested and was able to operate as intended. The patient cable was forwarded to product performance engineering (ppe) for further analysis and the mpu was added to the rental pool following repairs. During further investigation with ppe, the patient cable underwent functional and continuity testing and passed. The patient cable was able to operate as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 09mar2016. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a mobile power unit patient cable was loose at rubber ends from black and white connector and heavily discolored. The battery latched was cracked.